Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty noted during removal of the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and during an attempt to deploy the clip, the lock line could not be removed. Therefore, it was decided to remove the cds, the grippers were raised, and the clip was brought to inverted position and the cds was removed successfully. It was confirmed that there were no twist or knots in the lock line. A new cds was used to complete the procedure. One clip was implanted reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.